Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high scan on the sensor when compared to a healthcare professional meter. The customer experienced a loss of consciousness and was seen by their family doctor who obtained a glucose reading of 8 mmol/l. The customer was diagnosed with hypoglycemia and received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (sn) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high scan on the sensor when compared to a healthcare professional meter. The customer experienced a loss of consciousness and was seen by their family doctor who obtained a glucose reading of 8 mmol/l. The customer was diagnosed with hypoglycemia and received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.